Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Director of nursing called to report the end user has developed open ulcerations under the mass. There are two areas of involvement. At 6 o'clock the ulceration measures 1 cm x 1.4 cm. At the 4 to 5 o'clock aspect the ulceration measures 1 cm x 0.6 cm. They are currently not applying anything to these areas except the appliance. She was instructed in skin care; the use of stomahesive powder with a no sting protective barrier wipe and an eakin cohesive seal. They have switched the end user to a flat mass.